Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that an unknown insyte autoguard needle did not retract. Needles not retracting.